Event description:
Per circulating rn report: "while in use to close a laparoscopic incision, the suture ease device disassembled into 2 pieces that were held together by spring. Upon inspection of the device, all pieces appear to be accounted for. The device was immediately removed from use, placed in a biohazard bag and given to mgmt for further evaluation."